Manufacturer narrative:
Unit received with compromised force sensor alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion, prime/delivery and excessive no delivery test due to compromised force sensor alarm. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 498 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.